Event description:
A thoratec ventricular assist device (vad) system patient was reported to be complaining of shortness of breath. The hospital nurse noticed that the dual drive console (ddc) was alarming the battery, sync and pressure alarms and had stopped pumping the vad. The nurse hand pumped the patient until a back-up ddc was connected.